Event description:
The cartridge reload was used during a gastrectomy procedure. It was reported by the affiliate that the reload was jammed. There was no pt consequence.

Manufacturer narrative:
Added add'l info, device was not returned for evaluation.